Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. As received the battery was unable to power on a monitor. A root cause investigation is underway at the supplier. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery sn (B)(4) was unable to recharge or power up a monitor. The last patient to use this battery pack did not report any deficiencies.